Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4). The customer evaluated the device.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. There was no patient harm reported.